Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients meter and test strips have been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began ¿last month¿ date/time unknown when the patient reported obtaining an inaccurate high blood glucose result of ¿115mg/dl¿ on the subject meter compared to ¿87mg/dl¿ on a ¿true results¿ meter, the results were obtained less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient reported that she takes insulin (no adjustments) to manage her diabetes and denied making any changes to her usual diabetes management routine as a result of the alleged issue. On an unspecified date and time after the alleged issue the patient reported she ¿passed out¿, however no medical intervention was reported. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, their testing steps were correct and the blood glucose results were taken from an approved sample site. Cca also noted that the test strip vial was intact, the patients test strips were correctly stored and within their expiry date. When the patient carried out a control solution test the result was found to be within the approved range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.